Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the automated peritoneal dialysis therapy. Per initial report, the hp had disconnected the transfer set from the patient line of homechoice set during therapy. When the hp returned pt reconnected to the setup and received the alarm. Baxter's tsc assisted the hp in ending therapy early. No patient injury was indicated at the time of the initial report.